Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: device thrombosis.additional text: suspected pump thrombus with ldh 6000, hematuria, cva, higher watts - 7 range.specific component(s) involved: pump drive unit malfunction.additional text: suspected pump thrombus.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : tirofiban gtt, previous tpa via catheter in lv.implant device type: lvad.